Manufacturer narrative:
Returned product analysis revealed the shaft of the catheter was stretched and kinked. No material or mfg deficiencies were noted.

Event description:
It was reported that during an infusion procedure, the catheter became trapped in the lesion and the distal shaft extended during retraction. No pt injuries or complications occurred.